Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25 mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 12 years and one (1) month due to central leak and perivalvular leak. The tavr procedure was performed with a 26 mm edwards transcatheter heart valve. Post valve deployment, tee demonstrated appropriate function of the newly expanded valve with no perivalvular regurgitation. The patient tolerated the procedure well without complications. The patient was discharged on pod #2.